Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 135 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 185 mg/dl and 158 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 09/13/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1: 176 mg/dl, (B)(6) 2015, 01:57 pm, fasting: yes; 2: 176 mg/dl, (B)(6) 2015, 09:28 am, fasting: yes; 3: 175 mg/dl, (B)(6) 2015, 09:01 am, fasting: yes; 4: 139 mg/dl, (B)(6) 2015, 05:17 pm, fasting: yes; 5: 148 mg/dl, (B)(6) 2015, 01:51 pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: use error, inaccurate reference.